Event description:
It was reported that after the first dilatation at 8 atm, the balloon burst. There was contrast flow at the proximal end and a very long dissection. Instead of one 18 mm stent, now two stents (18 mm and 23 mm) were used with good results.